Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value was 6.3 mmol/l. During troubleshooting, the customer stated that the battery cap was not damaged or corroded. It was advised to remove the battery for 10 minutes and insert a new battery; the customer stated that the screen showed a countdown and then the display went blank again. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.